Event description:
It was reported 4 new matrix mandible depth gauges were cleaned using instrument brightener from getinge to ensure there were no oils or debris on the devices prior to releasing for use. The devices came out showing signs of rust after processing the 4 matrix combo sets for the first time. A tootsie test was run in the getinge washes with positive results. It was noted the depth gauges were built from two different components. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection confirmed there are signs of rust on the slider of all depth gauges. The spots are in different slots of slider. This indicates there was residue in the slots prior to reprocessing or the devices were not stored dry after reprocessing. Both causes can lead to such an occurrence. At this time, root cause cannot be determined. A stock check was performed with no like or similar issues noted.